Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to recommended replacement time (rrt). The ICD subsequently tested out of specification and was unable to be interrogated. In addition, it was reported that the superior vena cava (svc) lead impedance warning was triggered for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.